Event description:
It is reported that when unpacking the implant, the nurse got stung by a small metal thread. A new device was implanted.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.